Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. Beaufort-krol, et al, cross-stimulation during lead impedance monitoring; pace, vol 24, nov 2001, pg 1696-1698.

Event description:
Article reports lead fracture due to hooking up of lead into the costal periost in pediatric patient. High thresholds, sensing difficulty and high impedance observed.